Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer it was observed that the safety bar was stuck in run mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
Follow-up report to document device evaluation results.

Event description:
It was reported that during service conducted at the manufacturer it was observed that the safety bar was stuck in run mode. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event